Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 490 mg/dl when he woke up and customer's blood glucose at the time of incident was 200 mg/dl. Customer also reported that the bolus was not delivered. It also reported that the infusion set cannula was bent. Customer was advised to troubleshoot for high blood glucose. Customer will not return the device for analysis.